Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
A review of the device history records did not reveal any deviations or anomalies. This device is used for treatment. Primary operative notes indicated that the components were cemented into place and that the trial articular surface was placed on the baseplate and the knee held in extension until the cement was hard. Revision operative notes indicate that the patient has had several left knee operations including an acl reconstruction with hardware in the tibia. Per the persona the personalized knee system IFU, loosening of the prosthetic is identified as a possible adverse effect. A complaint search based on the product and lot number combination did not reveal any additional complaints related to the reported loosening/radiolucency. A definitive root cause for the reported loosening cannot be determined with the available information.

Event description:
It is reported that the patient was revised due to tibial loosening.